Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an ECG signal) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to broken pulse wires from the defibrillation board to the j4 connector. The root cause for the broken pulse wires from the defibrillation board to the j4 connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to recognize an ECG signal.